Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump power up properly after battery installation and with operating currents within specifications. No unexpected battery out limit alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. The insulin pump has cracked case at display window corners, belt clip slot and minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed battery out limit multiple times when attempting to correct high blood glucose readings with a bolus. Customer stated that they have to press the act and esc buttons several times to get a proper response. Customer's blood glucose reading at the time of the call was 313 mg/dl and has reverted to a back up plan of manual injections. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.